Event description:
Failure to osseointegrate.

Event description:
Failure to osseointegrate. The initial report did have a wrong patient ID. However we have received correct information and the qn has been updated. Hence this updated report.